Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-02793. It was reported that while unpacking the emerge balloon catheter, the end of the balloon was out of the sterile package. Another of the same device was used in the procedure. No patient involvement.